Event description:
It was reported by the customer, break cm 10-15. 3 months on-site. Symptoms in the patient pain, inflammation, thrombosis. Due to the symptoms they discovered that it was broken. Securacath security system. Cancer patient being treated with carbo-etoposide. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc catheter with a needleless injection cap. Use residue was observed on the catheter. Microscopic inspection of the catheter revealed a longitudinally aligned split between the 5cm and 6cm depth marking. The surface of the split was finely granular. A linear impression line was observed extending from each end of the split. A kink was observed in the vicinity of the split. The kink in the catheter shaft suggests repetitive mechanical stress may have contributed to the split. However, the damage location suggested that catheter securement, access and maintenance techniques may have also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, break cm 10-15. 3 months on-site. Symptoms in the patient pain, inflammation, thrombosis. Due to the symptoms they discovered that it was broken. Securacath security system. Cancer patient being treated with carbo-etoposide. No other information was provided.